Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee biplane system. During an emergency patient procedure, the system displayed an error message that the tube was hot and water level was low, and no radiation was available. The patient had to be moved to complete the procedure on an alternate system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Detailed investigation revealed that the power supply of the cooling unit and the oil pump of the x-ray tube failed. Consequently, the x-ray tube overheated and lost its x-ray imaging functionality. Generally, in such cases, a multi-level detection and warning mechanism is activated, triggering the system to display warning messages for the user notifying about tube overheating and requiring a shut down, so that the treatment could be stopped in a controlled manner, if needed. Therefore, in the reported case, the messages "tube hot, have a break" and "no x-ray, tube too hot" were displayed to the user. The investigation showed that the ¿k2¿-relay in the control cabinet, which controls the power to the cooling system, caused the problem. To permanently resolve the issue, the relay was exchanged as part of service activity. The error has not occurred since. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.